Manufacturer narrative:
Correction: d9 additional information: g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: scba, battery scba (serial#:unknown), scgaa, reusable generator a scgaa (serial #: unknown), cbca, cbca sabre battery charger (serial #: unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector had a broken waveguide. It was reported that the device had a red light. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to excessive torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, after approximately 20 minutes of functioning the device had a red light. The battery and generator were replaced but the issue remained. Another dissector was used with the same generator and the same battery and it worked fine. The dissector did not come into contact with any metal instruments. No part of the dissector broke or detached. The charger was not working as well and the indicator lights on the charger was red. The same battery was able to be charged in a different bay. There was no patient harm/injury. Medtronic's initial evaluation of the incident device found that the dissector had a broken waveguide.